Manufacturer narrative:
Additional information: device evaluation: product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on lens. Visual inspection found a piece of the haptic missing and debris and residue on lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1 mm vicm5_12.1 implantable collamer lens, -08.50 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens but the problem was not resolved. (See claim (B)(4), MFR. Report # 2023826-2017-01580).